Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the observed error message in final pack testing was reproduced. Memory review confirmed that the device underwent a reset due to memory corruption which resulted in the observed error message. Following the reset, the device reverted to normal parameters, in which defibrillation therapy were available.

Event description:
It was reported that this product was returned from our final pack area for analysis as the product had not passed all required testing.